Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint. The distal tip of the shaft has broken off. The break area is angular in nature and shows signs of plastic deformation. The break area is also bent and twisted. This condition is consistent with excessive forces being applied during use. Per the IFU under precautions ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument¿s failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Event description:
It was reported that during a procedure using an arthropierce xl, straight, the top and bottom jaws of the device broke. No broken pieces were left in the patient. The procedure was completed with a backup device. There were no patient complications reported as a result of this event.